Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : clinical case.

Event description:
A post-market clinical evaluation of the treatment of tibia fractures with the t2 alpha tibia nailing system: subject (B)(6). Delayed union of right proximal tibia between 6 month and 12 months. Patient refused possible bone grafting procedures given maintenance of alignment and stable fixation. Action taken: bone stimulator and vitamin d supplement.